Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of post procedural haemorrhage ("bled for a month straight she had it") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criteria medically important and intervention required). In 2015 she experienced amenorrhoea ("not had her period since the procedure") and investigation noncompliance ("have not had the hsg test"). Essure was removed on (B)(6)2022. The patient was treated with surgery (partial hysterectomy). In (B)(6) 2015, post procedural haemorrhage had resolved. At the time of the report, the amenorrhoea had not resolved. The outcome of investigation noncompliance was unknown. No causality assessment was received for essure with regard to post procedural haemorrhage, amenorrhoea or investigation noncompliance. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The most recent follow-up information incorporated above includes data received on: 01-nov-2022: plaintiff fact sheet received. Case became serious incident. Essure removal date & surgery details updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of post procedural haemorrhage ("bled for a month straight she had it") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criteria medically important and intervention required). In 2015 she experienced amenorrhoea ("not had her period since the procedure") and investigation noncompliance ("have not had the hsg test"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (partial hysterectomy). In (B)(6) 2015, post procedural haemorrhage had resolved. At the time of the report, the amenorrhoea had not resolved. The outcome of investigation noncompliance was unknown. No causality assessment was received for essure with regard to post procedural haemorrhage, amenorrhoea or investigation noncompliance. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and post procedural haemorrhage ("bled for a month straight she had it") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty in 2008, c-section in 2003, c-section in 2002 and gravida ii and mitral valve prolapse. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criteria medically important and intervention required). In (B)(6) 2015 she experienced syncope ("pass out while hiking") and heavy menstrual bleeding ("menorrhagia"). In 2015 she experienced amenorrhoea ("not had her period since the procedure") and investigation noncompliance ("have not had the hsg test"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2022). In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the amenorrhoea had not resolved. The outcomes for investigation noncompliance, syncope and heavy menstrual bleeding were unknown. The reporter considered heavy menstrual bleeding, pelvic pain and syncope to be related to essure administration. No causality assessment was received for essure with regard to post procedural haemorrhage, amenorrhoea or investigation noncompliance. The reporter commented: last menstrual period (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose ( 65- 99 mg/dl)] on (B)(6) 2015: 146 mg/dl [blood urea nitrogen/creatinine ratio ( 8- 20)] on (B)(6) -2015: 22 [hysterosalpingogram] on (B)(6) 2015: low pressure- post essure [pathology test] on (B)(6) 2022: specimen: uterus, cervix and bilateral fallopian tubes preoperative diagnosis: pelvic pain, essure coils. Operative findings: postoperative diagnosis: pelvic pain, essure coils gross description: received in formalin labeled "uterus and cervix, and bilateral fallopian tubes" is a uterus weighing 120 g and measuring 9 x 6 x 4 cm. There are also additional fragments of tissue measuring 2 x 1 cm, 1.5 x 1 cm, and 0.6 cm in greatest dimension. Uterus is opened along the lateral borders to reveal a myometrial thickness of 2 cm. The endocervical canal measures 3 x 1 cm. The endometrial cavity measures 1.5 x 2 cm. There are metal coils located in the isthmuses. Final diagnosis: uterus (120 g), hysterectomy and bilateral salpingectomy: 1. Cervix: negative for dysplasia.; 2. Endometrium: inactive pattern; negative for hyperplasia, atypia, or malignancy.; 3. Myometrium: focal areas suggesting possible superficial adenomyosis; 4. Serosa: no significant pathologic abnormalities; 5. Benign segments of fallopian tubes and fimbria. Metal coils located in isthmuses (isthmi) [smear test] on (B)(6) 2022: low squamous intraepithelial lesion and human papillomavirus infections concerning the injuries reported in this case, the following ones events pelvic pain, syncope, menorrhagia, absence of menstruation were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included other health care professional's, reporter, physician's reporter, consumer's reporter updated, patient's details, medical history, lab data, new events syncope exertional, menorrhagia, pelvic pain female, non-drug treatment notes updated from partial hysterectomy to essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2022, international medical device regulators forum annex e updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and post procedural haemorrhage ("bled for a month straight she had it") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of augmentation mammoplasty in 2008, c-section in 2003, c-section in 2002 and gravida ii and mitral valve prolapse. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced post procedural haemorrhage (seriousness criteria medically important and intervention required). In september 2015 she experienced syncope ("pass out while hiking") and heavy menstrual bleeding ("menorrhagia"). In 2015 she experienced amenorrhoea ("not had her period since the procedure") and investigation noncompliance ("have not had the hsg test"). At an unknown time she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy and bilateral salpingectomy on (B)(6) 2022). In (B)(6) 2015, the post procedural haemorrhage had resolved. At the time of the report, the amenorrhoea had not resolved. The outcomes for investigation noncompliance, syncope and heavy menstrual bleeding were unknown. The reporter considered heavy menstrual bleeding, pelvic pain and syncope to be related to essure administration. No causality assessment was received for essure with regard to post procedural haemorrhage, amenorrhoea or investigation noncompliance. The reporter commented: last menstrual period (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [blood glucose ( 65- 99 mg/dl)] on (B)(6) 2015: 146 mg/dl [blood urea nitrogen/creatinine ratio ( 8- 20)] on (B)(6) 2015: 22 [hysterosalpingogram] on (B)(6) 2015: low pressure- post essure [pathology test] on (B)(6) 2022: specimen: uterus, cervix and bilateral fallopian tubes preoperative diagnosis: pelvic pain, essure coils. Operative findings: postoperative diagnosis: pelvic pain, essure coils gross description: received in formalin labeled "uterus and cervix, and bilateral fallopian tubes" is a uterus weighing 120 g and measuring 9 x 6 x 4 cm. There are also additional fragments of tissue measuring 2 x 1 cm, 1.5 x 1 cm, and 0.6 cm in greatest dimension. Uterus is opened along the lateral borders to reveal a myometrial thickness of 2 cm. The endocervical canal measures 3 x 1 cm. The endometrial cavity measures 1.5 x 2 cm. There are metal coils located in the isthmuses. Final diagnosis: uterus (120 g), hysterectomy and bilateral salpingectomy: 1. Cervix: negative for dysplasia.; 2. Endometrium: inactive pattern; negative for hyperplasia, atypia, or malignancy.; 3. Myometrium: focal areas suggesting possible superficial adenomyosis; 4. Serosa: no significant pathologic abnormalities; 5. Benign segments of fallopian tubes and fimbria. Metal coils located in isthmuses (isthmi) [smear test] on (B)(6) 2022: low squamous intraepithelial lesion and human papillomavirus infections concerning the injuries reported in this case, the following ones events pelvic pain, syncope, menorrhagia, absence of menstruation were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.